Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during the initial functional testing and archive data review. The probable root cause for the reported complaint was corrosion on the brake housing area of the drivetrain motor. Per archive, the customer did not perform frequent daily checks. This type of corrosive damage is indicative of infrequent daily checks, as a result of user mishandling. No physical damage was observed on the autopulse platform during visual inspection. During archive data review, multiple fault code 16 were recorded, thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16 error message displayed during take-up; thus, confirming the reported complaint. To remedy this issue, the brake assembly was cleaned using ipa (isopropyl alcohol). The brake gap inspection was performed and verified the brake gap was within the specification. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The return autopulse platform passed all functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4).

Event description:
Customer reported that the autopulse platform (serial #(B)(4) displayed fault code 16 (timeout moving to take-up position) error message. No further information was provided. Patient use information was requested but no additional information was provided, therefore patient use is unknown.